Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Upon complaint review, it was determined that the lot number reported on the initial report was invalid; therefore, the expiration date was also invalid. Both fields have been updated accordingly. UDI has been updated as (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Investigation summary: the complaint device was received and inspected visually and functionally. Visually, it was observed that the handle of the cord cutter is slightly bent inwards; indicating device mishandling. Functionally, this device was tested on orthocord suture for 10 times and the device performs as intended with no fault found. A root cause for the reported failure cannot be determined at this time. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Based on the overall complaint rate for this device, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The lot number is currently unavailable. The complaint device was received and inspected visually and functionally. Visually, it was observed that the handle of the cord cutter is slightly bent inwards; indicating device mishandling. Functionally, this device was tested on orthocord suture for 10 times and the device performs as intended with no fault found. A root cause for the reported failure cannot be determined at this time. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Based on the overall complaint rate for this device, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that the customer's healix advanced knotless peek anchor 475 mm and cord cutter failed during a shoulder arthroscopy. The pull tab to load broke, wings open on anchor, could not use to implant. The safety trigger on the cord cutter was not working due to the spring being bent or broke. Case completed using other like devices. The cord cutter will be returned only as the anchor was discarded by the facility. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.